Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources, which led to a pump shutdown. Upon follow up, the customer indicated that the pump turned back on after being plugged into a power source. A review of the pump history indicated that a power source alert occurred at the time of the initial event. The customer's blood glucose (bg) was 124 mg/dl. Reportedly, the customer obtained manual injection supplies for alternate insulin therapy.